Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer's blood glucose. Reportedly, customer declined providing additional information. Customer used apidra insulin and tandem technical support educated customer on cartridge/insulin labeling.